Event description:
It was reported that a zero-p cervical spine locking screw backed-out, as per x-rays taken on an unknown date. The patient was originally implanted with the zero-p implant at c3-c4 in (B)(6) 2014. Although the patient was not experiencing any symptoms, x-rays were taken, which confirmed that the screw had backed-out. The screw was described as having "moved back, then stopped." On (B)(6) 2015, the patient underwent an anterior cervical discectomy fusion (acdf) procedure during which the entire construct, consisting of one (1) zero-p implant and four (4) 3.0 x 14mm cervical spine locking screws, was removed. The right middle backed-out screw was removed and separated from the other screws. There were no issues with the other three screws. The patient was revised to a zero-p variable angle (va) implant. There were no surgical delays and the procedure was successfully completed. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on february 9, 2016. It was reported that the patient underwent a revision surgery on (B)(6) 2015 due to pseudoarthrosis at c4-5 and a fracture at c5 that pushed bone fragments into the spinal canal and required a partial corpectomy and arthrodesis. In addition, the plate of the zero-p implant was loose and a screw had migrated anteriorly. The patient had some neck pain, a little bit of arm pain, and also dysphagia. The patient's initial anterior cervical interbody fusion (acif) surgery at c4-c5 was performed on (B)(6) 2015.

Manufacturer narrative:
The awareness date for the previous medwatch was submitted in error as (B)(6) 3016. The correct date of awareness was (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are tg and he is listed as being (B)(6). Date of postoperative screw movement is unknown. Original implant procedure was on an unknown date in (B)(6) 2014. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: five (5) implants [one zero-p spacer (part 04.617.127s, lot 8250643), and four (4) 3.0mm ti cervical spine locking screws (part 04.617.814] belonging to the zero-p stand alone spacer system were returned with the complaint that ¿a zero-p cervical spine locking screw was discovered via x-rays to have backed-out and the patient underwent a revision surgery to have it removed.¿ upon receipt of these devices, it was seen that these implants have minor scratches and cosmetic markings consistent with implantation and being explanted. The ti and peek components of the spacer were separated, but this likely occurred during the explant process or during decontamination. The device is not broken and can be reassembled. No x-rays were received to confirm this complaint. It is recommended, per the technique guide, that a torque limiting attachment be used for locking the screws into the spacer, and it is unknown if it was used during insertion to ensure that the construct was secure. The drawings for these devices were reviewed. The designs, materials, and finishing processes were found to be adequate for the intended use of these devices. The returned implants conform to the device drawings. This complaint could not be confirmed due to the lack of x-rays. The root cause is undetermined; however, if a tla was not utilized as recommended per the technique guide, that may have contributed to this complaint. The designs of these devices are adequate for their intended uses and did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.